Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device is in good condition, but dso (downstream occlusion) doesn't work. Fluid damage found on mainboard, and fluid residue found in the battery compartment. Springs rusted. Functional testing was performed. Customer stated problem confirmed. Fluid ingression (main board damaged) was the root cause. Mainboard, dso, dso seal, springs, pogo springs, and battery compartment will be replaced. Resolution of the reported issue was confirmed by the technician and the device has been submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair work. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the device did not recognize that the battery was fully charged. There was unknown patient involvement, and no harm/adverse event reported. The following information was provided by the investigation: dso (downstream occlusion) doesn't work. Fluid ingression (main board damaged).